Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned for evaluation. Although a suture break was not confirmed, the observed link detached from the anterior cuff could appear similar to a suture break; therefore, the reported event is confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6f sheath after a heart catheterization procedure. Reportedly, when the needle plunger was removed, the suture broke. A second proglide device was used with the same results. Hemostasis was achieved using a non- abbott device and manual arterial compression. There was no reported adverse patient sequela. No clinically significant delay in the vessel closing procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.